Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, two inappropriate antitachycardia pacing therapies due to noise were observed. Increased lead impedance measurement but still within range, was noted. Programming changes were made. Patient was fine.